Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (loose/exposed wire) was confirmed. As received, the belt receptacle and internal wires were damaged. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that there was a loose/exposed wire on the patient's monitor.